Event description:
It was reported that the left ventricular lead had dislodged. The issue was resolved with through device reprogramming the same day. However, the patient underwent a successful lead repositioning procedure on (B)(6) 2017. Hospitalization. No patient symptoms were reported.